Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump became frozen on a low battery power alert, and the customer was unable to clear it. During troubleshooting with tandem technical support the alert was able to be cleared. Customer's blood glucose level was over 300 mg/dl. Customer delivered bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive. Customer stated the touchscreen became frozen on the screen that indicated how much insulin had been delivered on last bolus and screen could not close out. Customer's blood glucose level was 300 mg/dl. Customer delivered bolus via the pump. During troubleshooting with tandem technical support the touchscreen was functioning as intended.